Manufacturer narrative:
The local area field representative was contacted for additional information. The field representative was not contacted to assist with device interrogation. No further information was available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room for a non-cardiac related reason. This s-ICD was unable to be interrogated. No adverse patient effects were reported.